Event description:
The customer reported that the left monitor would not work. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The left monitor was replaced and recalibrated. The system was tested and operates as intended.